Event description:
It was reported that the patient presented in-clinic for an unrelated medical procedure. Upon device interrogation, high pacing impedance was measured in the left ventricular lead. No interventions were made. The patient was in stable condition.